Manufacturer narrative:
Investigation: a device history report was conducted for lot number 807906, and no related abnormalities were found. This lot of intima ii was manufactured in june of 2018; and it was determined that this is the only instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Unfortunately, a sample could not be obtained to aid in our investigation, however according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study, CAPA#642738 to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements.

Event description:
It was reported a crack was found on bd intima-ii¿ closed IV catheter system prior to use.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a crack was found on bd intima-ii¿ closed IV catheter system prior to use.